Event description:
Tip of the drill broke off in the bone. The dr was unable to retrieve the tip.

Manufacturer narrative:
Device eval: tip of drill fractured and detached at transition from stright to conical taper. Part meets hardness requirements.